Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the bottom, rail, and pusher were detached from the cover block and returned loose. The trigger was partially engaged , and a staple was partially formed in the device. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. The device was confirmed to still be intact when the customer returned it. Therefore, the device most likely fell apart during shipping. The welding issue could have contributed to the jamming failure mentioned by the customer. A nonconformance has previously been opened by the manufacturing site as a result of this issue. It appears that the bottom was not properly welded to the cover block, which allowed the rail and the staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based on the returned sample. The stapler was returned with the bottom and rail detached from the cover block. The bottom and rail were not returned and there were no staples remaining in the device. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. The device was confirmed to still be intact when the customer returned it. Therefore, the device most likely fell apart during shipping. The welding issue could have contributed to the jamming failure mentioned by the customer. A nonconformance has been previously opened by the manufacturing site as a result of this issue.

Event description:
It was reported that the staple was found jamming during function testing.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73a1900832 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was found jamming during function testing.